Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill broke in two parts and breakage surfaces was found to be smooth and uni-planar, the breakage surfaces have snatching surface on one of the four corners of the drill, which is specific to when a large force is applied to the device which leads to its breakage. This is the first reported case with this lot number. Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to a forced fracture probably either stuck under, or in some other device during cleaning. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
Damage to the drill occurred. The operation was completed successfully, and the damage was confirmed after washing the instruments post-operatively. No intra-operative instrument damage was reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Damage to the drill occurred. The operation was completed successfully, and the damage was confirmed after washing the instruments post-operatively. No intra-operative instrument damage was reported.